Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of mg/dl. The customer had symptoms such as and treated with customer's blood glucose value was 400 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. There were no leaks or air bubbles. The device settings were correct. The customer was advised to revert the back up plan.. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not returned for analysis.